Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood results were 170mg/dl, 109mg/dl, 120mg/dl. Tests were done with less than 10 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported. Note - "control solution 137 (109-148)" and "using the same finger prick when performing all 3 test", this information was provided in the potential medical tab and in the reported issue notes.